Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens was explanted at initial procedure due to scratch across lens. Additional information has been received includes patient details. There was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).